Manufacturer narrative:
Email address not provided.

Event description:
Doctor indicates that patient had loose iunihg screw which fractured. He removed the broken screw and placed an encode healing abutment.

Manufacturer narrative:
The reported product was not returned for inspection. A device history review was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: information identified: biomet 3i restorative manual, instrm rev b 10/15. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain gold-tite hexed screws it is recommended to torque at 20ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complainant reported that the ¿patient had loose screw which fractured and then damaged adjustment¿. The complaint could not be verified, as the product was not returned for inspection. A root cause for this complaint could not be determined. Device available for evaluation change ¿no¿ to ¿yes¿. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.